Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. The damaged spine clamp was returned to the manufacturer for analysis. Testing found that the retainer ring on the adjustment screw had been pulled off and was missing. The ring is pulled off when the adjustment screw is moved past its threshold of the clamp. Without the retainer ring, the clamp cannot function as designed. This indicated a mechanical failure due to physical damage linked to missing pieces.

Event description:
A medtronic representative reported that, while in a spinal fusion, the open spine clamp was damaged when removing it from the patient after the surgery was completed. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Unique part # now provided.